Event description:
Reporter indicated that patient underwent vns therapy system surgery where both the lead and the generator were replaced. The surgeon indicated that there was "split insulation casing" and requested the device be evaluated by manufacturer. Product analysis was completed on the lead portions returned. A lead discontinuity was found on a returned portion of the lead. Due to mechanical damage and extensive pitting, the fracture mechanism could not be determined. The exact cause for the lead break remains unknown. An abraded opening was found on the outer silicone tubing, and there was no apparent damage to the inner silicone tubes at that location. Product analysis on the generator revealed no anomalies. No serious injury reported.

Manufacturer narrative:
One coil break was identified in analysis. Device failure occurred but did not cause or contribute to a serious injury or death.